Event description:
Customer reported a malfunction alarm that occurred when the pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with loading a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged to replace the pump, which was still under warranty. The customer was informed to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Instructions for returning the pump and placing it into storage mode were provided, and the customer acknowledged and understood these instructions.